Event description:
It was reported that after the guide wire crossed the heavily calcified lesion, an intra-vascular ultrasound (ivus) was performed and ballooning with a non-abbott 2.75 x 15 mm balloon was performed. Then, when the physician attempted to deliver the device, the stent became dislodged. The dislodged stent was retrieved with a snare. The physician commented that the dislodgement may have occurred due to calcification in the lesion. Ballooning was performed, and another of the same stent was implanted. Post dilatation was performed with non-abbott balloons, completing the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter legend 2.75 x 12, nc quantum apex 2.5 x 15 and 3.5 x 15 guide wire: athlete pleminum runthrough grandslam. Guide cath: taiga 6f jl3.5, al 1.5, ebu 3.5, al1. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the distal shaft, consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent was returned dislodged from the balloon and caught on another company snare device, confirming the reported information. The full length of the stent was mangled. The folds of the balloon were relaxed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal balloon shoulder was wrinkled, there were multiple kinks throughout the sds and the distal edge of the soft tip was jagged. Since this damage was not reported in the incident information, it may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. Additional non-surgical treatment was used to retrieve the dislodged stent with a snare device which likely contributed to the stent damage noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.